Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported by the customer that the device continued to display the charge pak and low power warning icons after installing a new charge pak. The internal self-test log data is indicative of a device that would not function if needed for pt use. The reported problem was found during routine device inspection/testing. There was no pt use associated with the reported failure.